Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product not returned to manufracturer.

Event description:
It was reported that the unknown 3i screw fractured. It was also reported that the doctor removed the fractured portion of the screw and replaced with another one, implant remains implanted.